Manufacturer narrative:
Upon receipt, the device was interrogated, confirming the reported eri. Inspection of the device memory revealed that the ICD entered eri status after detecting invalid memory content in the live holter memory area, which stores battery data, during an automatic signature check. In general, the ICD is designed to detect and repair invalid memory content. If invalid memory content is detected in the live holter memory area, the device will, by design, enter eri status to prevent an incorrect automatic longevity calculation. Furthermore, the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was normal and as expected. In conclusion, the clinical observation resulted from invalid memory content in the live holter. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism.

Event description:
It was reported that the device was explanted and replaced due to eri status.